Manufacturer narrative:
H.3 eval summary: electrogram errors were observed during testing. The electrogram anomaly observed in the field is believed to have been caused by an intermittent problem within the ram control portion of the circuitry.

Event description:
Physician had difficulty inducing a vf with a fibrillation induction function of the ICD at implant. Several communication errors were observed while attempting to program this function and when an "induction in progress" message appeared, the ICD did deliver a shock. When good communication between the programmer and ICD had been established and a vf had been successfully induced, the ICD appropriately detected, charged, and delivered therapy. The diagnostics screen appeared normal but the stored egms showed no induction, no vf, and that no shock had been delivered. A magnet was placed on the ICD to see if it would trigger storage of an egm which it did. This led the physician to conclude that the abnormalies with the earlier egms were only a result of the initial communication difficulties and that the ICD was now functioning properly. The ICD was implanted. During predischarge the following day, add'l testing indicated that the electrogram problems were still present. The ICD was then explanted.